Event description:
It was reported that the downstream occlusion sensor calibration failed. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was peeling. During functional check, the reported problem was duplicated. During functional test, the downstream sensor calibration failed. Recommend replacing downstream occlusion sensor. Due to high alarm found in event history log, recommended replacing the air detector. Root cause is unknown. Replaced the downstream occlusion sensor and air detector.